Event description:
This patient was admitted to the hospital approximately one year following cypher stent placement for further evaluation of angina. The patient was diagnosed as having experienced a non q wave myocardial infarction. However, prior to repeat cardiac catheterization, the patient left the hospital against medical advise. Patient follow up notes ongoing stable angina (ccs2) with no further cardiac interventions.